Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure to treat a bleed within the colon. According to the complainant, they advanced the gold probe device through the colonoscope, attached it to the endostat generator, and the device would not coagulate. They used a second endostat generator, new bovie pads, a new active cord, along with the same gold probe, and it still would not coagulate; both endostat generators have subsequently been used without issue. They used an erbe argon generator with an argon laser probe to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.